Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 3/25/2016 that a customer had an issue with a feeding tube. The customer states that the wire on the end (tip) of the ng tube pierced through the clear plastic so the thick metal wire was poking outside of plastic while it was inserted in the patient.

Manufacturer narrative:
Submit date: 11/7/2016. A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. One decontaminated sample without original package or lot number was received for evaluation. After visual inspection was performed, the condition reported was not confirmed. The sample does not have any issue; therefore, the root cause was not identified. Nevertheless, due to previous evaluations with this failure mode the potential root cause could be due to product use; the tube may not have been filled with enough water (10 cc) to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. Please refer to the instructions for use for the proper procedure for insertion of the feed tube and extraction of the stylet. A production notification was sent to all personnel to ensure that they are aware of the condition reported by the customer. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.